Manufacturer narrative:
Device codes: 1069 labeled 4008 not labeled. (B)(4). Evaluation summary: a visual and dimensional inspections were performed. The reported break and torn material were confirmed. The reported peeling was unable to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. It is likely that during advancement the guide wire encountered resistance with the 80% stenosed, mildly tortuous, and mildly calcified anatomy causing the failure to advance. Manipulation and/or inadvertent mishandling of the wire during retraction against resistance likely resulted the reported/noted damages to the wire. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the initially file report, additional information was received: the return device analysis identified that the polymer coating was torn and separated 7.4 cm proximal to the distal tip; however, the core was still intact. Follow-up with the account confirmed this occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous, and mildly calcified lesion in the mid circumflex artery. A ht bmw universal ii guide wire failed to cross due to the anatomy. The guide wire was removed and it appeared that the ploymer coating had peeled off. The procedure was successfully completed with two 2.5x15mm alpine stents. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.